Event description:
The facitily reports "homechoice displayed priming, but no liquid was flushed to the line. No other message was recorded." Noted prior to use. No patient injury or medical intervention reported per baxter affiliate.